Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchial sampling procedure on (B)(6) 2013. According to the initial report from the complainant, during the procedure the needle had difficulty advancing out of the sheath and force was needed. A piece of the sheath was observed at the tip of the needle; however, it was confirmed that the needle had punctured through the sheath, but no part detached. The procedure was completed with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of the needle puncturing through the sheath. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchial sampling procedure on (B)(6) 2013. According to the initial report from the complainant, during the procedure the needle had difficulty advancing out of the sheath and force was needed. A piece of the sheath was observed at the tip of the needle; however, it was confirmed that the needle had punctured through the sheath, but no part detached. The procedure was completed with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that when the needle was retracted, distal end of the needle was exposed out of the sheath. The distal end of the sheath was torn, and the hub was detached and missing. The working length was bent in several locations for approximately 15cm from the distal end. A functional evaluation found the needle extended and retracted without issue when handle was actuated. Per the event information, the issue was identified inside the patient during the procedure. Most likely, the tip of the device was bent at the proximal side of the hub possibly due to procedural/anatomical factors of the procedure that the needle was stuck behind the hub. The needle hub was likely detached when the needle was actuated with force. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.